Manufacturer narrative:
The investigation determined that lower and higher than expected vitros na+ results were obtained from quality control samples when processed on two vitros 5600 integrated systems. The most likely assignable cause for the event is user error related to improper pre-analytical calibrator fluid preparation. There was no evidence to suggest that the vitros na+ reagent or the vitros 5600 integrated systems malfunctioned.

Event description:
A customer obtained lower and higher than expected vitros na+ results from quality control samples when processed on two vitros 5600 integrated systems. The following results breached vitros na+ potential health and safety criteria: (B)(6). Biased results of the direction and magnitude observed could lead to inappropriate physician action if the event were to occur with patient samples. There were no unexpected patient sample results reported outside the laboratory and no allegation of patient harm due to this event. (B)(4).